Event description:
The user facility reported that the introducer sheath became "kinked" and partially "fractured" during an "electrophysiology" procedure. Follow-up communication with the user facility obtained the following information: the sheath had been inserted at a 90 degree angle into the lower saphenous vein; the nurse noted blood "coming off the side of the cannula" as she was pulling the device during removal; the nurse then noticed a hole in the plastic sheath wall; a cardiologist was consulted to help remove the sheath from the access site in order to prevent the distal portion of the sheath from separating completely; the entire device was able to be successfully removed; a small hematoma was reported at the sheath access site, but the user facility contact stated that they felt it was not related to the device; and there was minimal blood loss (estimated at 5 to 10-cc's) as a result of the event.

Manufacturer narrative:
The involved device was returned for evaluation, but the production lot number was not known. The failure investigation was based on assessment of user facility information and returned sample. Visual examination of the return sample confirmed that the sheath tubing had been kinked and there were two small holes in the sheath wall distal to the kinked area. Due to the lack of a specific lot number, inspection and testing of specific retained samples or quality records was not possible. An unused sample of the same product code was intentionally damaged with a sharp knife to cause holes in the sheath wall. Although the cause of the reported event cannot be definitively determined, the available information is most consistent with the sheath having been damaged by similar contact with a sharp instrument during use. There is no indication that the reported damage was related to a pre-existing device defect. The device labeling does address the potential for such an occurrence in the instructions-for-use by stating "when puncturing, suturing, or incising the tissue near the sheath, be careful not to damage the sheath. Do not put a clamp on the sheath nor bind it with a thread." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).